Event description:
It was reported that during an unknown procedure, the staples did fire and the knife did transect, but it had to be pried open. It was not cut out. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that one instrument was returned non-functional due to a damaged firing mechanism. The cartridge was partially fired with a wedge band bypass, the cartridge surface severely damaged and the lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the instrument. Fire the instrument by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. Firing through the lockout mechanism will break the instrument." The left side was fully fired and the right side was 1/4 partially fired. It appears that the instrument was fired over an already existing staple line of a solid object. In addition, as the instructions for use state: "crossing of staple lines may shorten the life of the instrument." When disassembled, the left handle shroud pinion axle support was damaged. A batch record review was performed and no anomalies were found during the manufacturing process.